Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection following an implant procedure. The patient was treated with IV antibiotics. The patient has recovered without sequelae.